Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no sensor found screen alert. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-5100jc1. The sensor was previously paired with a mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate no harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. Product return for mmt-5100jc1 is not expected.

Manufacturer narrative:
Received 1 opened/used simplera sensor, one simplera serter returned and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Traces confirm that the unit received a lost sensor was found on trace file (device has been disconnected for greater than 30 minutes on (B)(6) 2024. Device has been disconnected for greater than 30 minutes on (B)(6) 2024. Device has been disconnected for greater than 30 minutes on (B)(6) 2024. Unit received a failed sake sequence due to software anomaly). Cutting the device was not necessary due to the unit pass the ble blue dongle test. After removing the adhesive patch, inspected the pcba board for moisture or debris anomalies and none was found. In conclusion: the customer complaint communication was not found since the unit was able to communicate with the ble of the synergy download tool. However, the lost sensor alarm is confirmed due to the anomalies found on the cvs trace file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.